Event description:
It was reported that the patient presented for a follow up in clinic and experienced symptoms. It was noted that the right ventricular lead (rv) exhibited noise over-sensing which resulted in pacing inhibition. It was also observed that the right atrial (ra) lead exhibited noise. Noise was not reproducible. Programming changes were made on the rv lead, and no intervention was performed on the ra lead. The patient was in stable condition.